Event description:
The patient developed a skin flap infection shortly after implant surgery. Treatments, including administration of antibiotics and revision surgery, were unsuccessful. The decision was made to explant this device.